Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a bicuspid valve with severe calcification, an annular circumference of approximately 77 mm, and was initially planned to implant a 29 millimeter (mm) valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm balloon, and contrast imaging revealed no paravalvular leak (pvl) to the left ventricle. The physician decided that a 26 mm valve would be suitable for implant as there was no paravalvular leak (pvl) observed following the pre-implant bav. Therefore, a 26 mm transcatheter valve was loaded, and upon deployment of the valve to the point of no recapture, moderate or "greater" pvl was observed. Subsequently, the 26 mm valve was withdrawn from the patient, and it was decided to switch to a 29 mm transcatheter valve. A second pre-implant bav was performed using a 23 mm balloon as a precaution. During the implant of the 29 mm valve, an echocardiogram was performed that revealed slight increase in pericardial effusion; howev ER, there were no significant hemodynamic issues. Subsequently, the 29 mm valve was implanted and the patient was placed under observation for monitoring.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: 0012650703, use by date: 2027-01-31, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the implant of the second valve, trivial pvl was observed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a bicuspid valve with severe calcification, an annular circumference of approximately 77 mm, and was initially planned to implant a 29 millimeter (mm) valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm balloon, and contrast imaging revealed no leak to the left ventricle. The physician decided that a 26 mm valve would be suitable for implant as there was no leak observed following the pre-implant bav. Therefore, a 26 mm transcatheter valve was loaded, and upon deployment of the valve to the point of no recapture, moderate or "greater" paravalvular leak (pvl) was observed. Subsequently, the 26 mm valve was withdrawn from the patient, and it was decided to switch to a 29 mm transcatheter valve. A second pre-implant bav was performed using a 23 mm balloon as a precaution. During the pre-implant bav, an echocardiogram was performed that revealed a slight increase in pericardial effusion; however, there were no significant hemodynamic issues. Subsequently, the 29 mm valve was implanted and the patient was placed under observation for monitoring. Additional information was received that moderate or "greater" pvl meant moderate-severe pvl. The pvl improved following implant of the second valve. Per the physician, the cause of the pericardial effusion was due to the pre-implant dilation that was performed prior to the implant of the second valve rather than due to the valve its self. Additionally, the first valve, first dcs and second dcs did not cause or contribute to the pericardial effusion.

Manufacturer narrative:
Updated data: b2, d10. Additional information received shows that there is no information to reasonably suggest that the d-evolutfx-2329 in this report may have caused or contributed to a death or serious injury or that the d-evolutfx-2329 in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 for the system reported device and will be corrected to a concomitant device. Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number ((B)(6); product type: (0195-heart valves), h6. Corrected data: b5. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve, the patient had a bicuspid valve with severe calcification, an annular circumference of approximately 77 mm, and was initially planned to implant a 29 millimeter (mm) valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm balloon, and contrast imaging revealed no leak to the left ventricle. The physician decided that a 26 mm valve would be suitable for implant as there was no leak observed following the pre-implant bav. Therefore, a 26 mm transcatheter valve was loaded, and upon deployment of the valve to the point of no recapture, moderate or "greater" paravalvular leak (pvl) was observed. Subsequently, the 26 mm valve was withdrawn from the patient, and it was decided to switch to a 29 mm transcatheter valve. A second pre-implant bav was performed using a 23 mm balloon as a precaution. During the pre-implant bav, an echocardiogram was performed that revealed a slight increase in pericardial effusion; however, there were no significant hemodynamic issues. Subsequently, the 29 mm valve was implanted and the patient was placed under observation for monitoring. Additional information was received that moderate or "greater" pvl meant moderate-severe pvl. The pvl improved following implant of the second valve. Per the physician, the cause of the pericardial effusion was due to the pre-implant dilation that was performed prior to the implant of the second valve rather than due to the valve its self. Additionally, the first valve, first dcs and second dcs did not cause or contribute to the pericardial effusion. Additional information was received that following the implant of the second valve, trivial pvl was observed. Additional information was received that one day post-implant, a cerebral infarction occurred.